Event description:
The customer reported that the device jaws were on tissue and they would not open. It is unk how the device was removed from tissue. There was no blood loss reported.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.